Event description:
It was reported there was air in the patient line extensions during the initial drain phase of peritoneal dialysis therapy. The patient was connected. The patient stated they connected the extension lines to the patient line of the cassette after priming had been completed. The technical service representative reviewed proper procedures with the patient and assisted the patient in ending therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of air in line where the patient line extensions were not properly primed. The patient line extensions not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.